Event description:
It was reported that the 3.0 x 23 mm xience alpine stent delivery system (sds) dispenser was removed from the sterile pouch. With the xience alpine sds remaining in the dispenser, an attempt was made to attach a syringe to the hub of the device. It was noted that there was a crack in the hub (luer) and the syringe was not connected. The xience alpine was not used and there was no patient involvement. A second xience alpine sds was then used. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The crack in the hub was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for cracks from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.